Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter was unable to report results from a lifescan meter and another meter (ultra), performed within 30 minutes of each other. Reporter did not have control solution or test strips during troubleshooting. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.